Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead had insulation tear and exhibited noise due to suspected subclavian crush. The patient underwent a replacement procedure, and this lead was explanted and replaced. In addition, the patient was given intravenous antibiotic. No additional adverse patient effects were reported.